Event description:
Device malfunction: unk. Symptoms/ae: arterial damage requiring replacement of the arterial sheath. Time of ae: during procedure. User facility medwatch report rec'd that states "event desc: when the perclose device was deployed, the suture removed a piece of the artery wall. As a result, the pt required replacement of the arterial sheath through same arteriotomy, and manual pressure was applied. There was no add'l treatment needed and the pt was discharged the same day. Device usage problem: device malfunction-that is, the device did not do what it was supposed to do." The customer report source was contacted and, though requested, no add'l info was available regarding the vessel damage or the device failure mode.

Manufacturer narrative:
The device is being held by the user facility risk management and will not be returned for eval. The lot # was provided. A review of the device history record did not produce any finding relevant to this report.